Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for compact plus system 2. Please reference medwatch with patient identifier (B)(6) for compact plus system 1.

Event description:
Customer reportedly received the following results on 2 different compact plus systems within 1 minute: 512 mg/dl (compact plus system 1) and 105 mg/dl (compact plus system 2). A separate drum was used with each system; the drums came from the same lot. No adverse event was reported. The alleged product was replaced and requested for evaluation.